Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid on the outer tubing overlay and the outer tubing overlay had a breached cut. There was also blood in/on the helix mechanism and sleeve head and there was a tip seal observation.

Event description:
It was reported that at implant attempt the right ventricular lead had high impedance. It was further reported that the helix was not fully retracted so a few more turns were attempted, but then the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.